Event description:
Caller reported a cartridge alarm 20 while the pump was in use. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.